Manufacturer narrative:
(B)(4). Events reported in 2210968-2021-03119, 2210968-2021-03121. A manufacturing record evaluation was performed for the finished device batch number mbj422, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following information was obtained: what tissue was being approximated or sutured when it broke? No further information is available. What was used to complete the procedure? No further information is available. In the event description is sounds like one (1) device had an issue. However, according to the impacted product page, it says 3 devices were involved. How many products were involved? The sales rep reported that qty of product involved is three (3). If more than one (1), what was the issue with the other devices? Suture breakage. How many devices will be returning? The sales rep reported that qty to be returned is three (30. Please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. The device has been received at (B)(4) and will be shipped. Please check rmao.

Event description:
It was reported that a patient underwent an unknown dental procedure on (B)(6) 2021 and suture was used. During the procedure, the suture broke. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 5/18/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h6 component code: g07002 ¿ conforming device. Additional h3 investigation summary: the product was returned for evaluation. Visual inspection and functional test evaluation were conducted on the returned device. Visual analysis of the returned sample determined that two unopened samples of product code k870h were received for evaluation. Visual inspection of two unopened samples and no defects were found on the packages. The samples were opened, and the swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand and no defects, damage, or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The event described could not be confirmed as the device performed without any defect noted. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.